Event description:
It was reported by a hospital that the programmer would not interrogate a new pacemaker pre-implant. The service disk was used twice, and the programmer radio frequency ( rf) head replaced five times, with no resolution. A medtronic representative was subsequently able to interrogate one device model but not another. The programmer was returned for repair. The rf head was also returned, analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported by a hospital that the programmer would not interrogate a new pacemaker pre-implant. The service disk was used twice, and the programmer rf head replaced five times, with no resolution. A medtronic representative was subsequently able to interrogate one device model but not another. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. When the rf head cable was moved near the programmer the device would not interrogate, as a result the link electronic module circuit board was replaced. (B)(4): analysis found that the cable was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. When the rf head cable was moved near the programmer the device would not interrogate, as a result the link electronic module circuit board was replaced. (B)(4): analysis found that the cable was out of electrical specification. Further review prompted a change in the device analysis results.